Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, the customer was unable to complete the full reprocessing as there were watermelon seeds stuck in the device from the previous procedure which may have caused the foreign liquid to remain in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope ¿watermelon seeds are sucked up and the cleaning brush cannot pass through them.¿ the reported issue was discovered during reprocessing of the scope prior to an unknown diagnostic procedure. The procedure was subsequently completed with an unspecified device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material or residual liquid was coming out of the channel tube. Additionally, it was observed that foreign objects were coming out of the distal end which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that foreign material or residual liquid was coming out of the channel tube due to insufficient cleaning or handling of the scope. Additionally, it was observed that foreign objects were coming out of the distal end due to damage on the suction tube in the control section. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the scope connector was dirty due to water leakage caused by water invasion. It was also observed that the image guide protector had a chip due to handling. It was observed that the paint on the suction, air, and water cylinders were peeled due to deterioration caused by handling. It was also observed that the forceps channel port was shaved due to handling. It was observed that the objective lens had a chip due to a handling issue. It was also observed that the control unit had discoloration due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope connector, switch one, switch box, objective lens, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, scope connector cover unit, lock engagement lever, lock engagement knob, up and down knob, right and left knob, flexibility adjustment ring, scope cover, scope connector, universal cord, grip, control unit and on the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.